Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was being filled with gablofen using their pre-filled syringes which had no markings on them; therefore the clinicians did not know exactly how much volume was in the syringe. It was noted the healthcare provider (hcp) was concerned that this pump may be overinfusing, however it was reported the last refills have been off by less than 2 milliliters (ml's). It was also reported the hcp was questioning how that was possible when he saw less than expected volume. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that patient experienced withdrawal with symptoms of pruritus and sweating/diaphoresis. On (B)(6) 2013, the patient was having itching and sweating in the morning. The patient called the healthcare provider (hcp) in the evening and he instructed her to take oral benadryl and baclofen and follow-up with him the next morning. The patient¿s did not improve and she did not sleep all night. The patient called 911 the next morning and was taken to a hospital. The emergency room physician gave the patient ativan and benadryl. The patient¿s creatine kinase blood level was checked and was normal. The same day, the patient was stabilized and sent to a facility that her hcp had privileges at. A ¿status check¿ was done and no alarms occurred. The hcp accessed the pump reservoir. The expected reservoir volume (erv) was 3.3ml and the actual reservoir volume (arv) was 0ml. It was noted that a refill was scheduled for (B)(6) 2013. The hcp filled the pump with 20ml and gave the patient a 100mcg bolus. The patient responded well to this. X-rays were done and the catheter ¿looked good¿. The hcp questioned a possible reservoir septum leak or a partial pocket fill. On the day of the report, the reservoir volume was checked again and the arv was 19.3ml. The hcp was to being the patient back halfway through the refill cycle to recheck the reservoir volume. The device system was used to deliver lioresal 2000 mcg/ml at 450 mcg/day. It was later reported that the cause of the event was to be determined. The patient also experienced increased spasticity. The patient required hospitalization. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had a refill the day prior to confirm there was adequate medication and they did not find any overinfusion. It was reported they expected 8.6ml and withdrew 9.2ml from the reservoir. It was stated they had done 2 refills since the withdrawal, but there was no overinfusion.

Manufacturer narrative:
(B)(4).